Event description:
During a lobectomy procedure, difficulty was experienced removing the device from the application site. The tissue at the application site was resected to remove the device. The hosp reported the pt's condition is satisfactory.